Event description:
Reported by the complainant as follows... I am in the hosp and had and issue with a pt that had a car accident with fractures on femur, humerus & calcaneus. He went for surgery and because of his weight he could not go through the scanner. His blood result showed a blood loss, so they did a laparotomie, but couldn't find anything. A flexi-seal was installed with "belly problems" and came out on the following month. Pt with diagnosed with rectal bleeding ulcers which were then "closed" in the operation room on the next day ( located at 6-& 12 o'clock position).